Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) pocket site on the left upper buttock site. Several reprogramming sessions were performed however they did not resolve the pain. The patient was assessed by the physician and it was determined that the pocket relaxed a bit since the ipg was implanted, which allowed the for some movement of the ipg causing the pain at the pocket site. The patient underwent a revision procedure in which the ipg was anchored to the fascia using two sutures to minimize movement, and is doing well post operatively. The ipg will not be returned for analysis as it remains implanted.